Manufacturer narrative:
One customer sample was returned for evaluation. A visual inspection revealed foreign matter within the device. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7006697. Although foreign matter was confirmed in the device, an absolute root cause cannot be determined. Our quality engineer notes that a potential cause is possibly related to the maintenance performed in the assembly machine. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a black substance that appeared to be grease was on the threads of a bd plastipak¿ 3ml luer-lok¿ syringe. The device was not used and there was no report of injury or medical intervention.